Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome, the patient passed away. The cause of death is unknown. It was reported the patient was found unresponsive by spouse on the floor after an unwitnessed fall. It was reported that the device operated as intended. The device was alarming appropriately and seemed undamaged when found by spouse.